Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The otw mini trek dilatation catheter mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous distal left anterior descending artery. A 2.0 x 20 mm otw mini trek was advanced over a balance middleweight (bmw) 300 cm guide wire and inflation was performed 2 times at 8 atmospheres. During removal of the catheter, it froze on the guide wire and the two devices were removed as a single unit. The procedure was completed by using another bmw 300 cm guide wire and implanting a 3.0 x 28 mm otw xience v. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.